Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in reported unknown needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 320 mg/dl while worn on the abdomen for between 24 and 36 hours. As treatment, a new pod was applied.